Event description:
Edwards received notification that a 31mm valve implanted in mitral position was degenerated leading to moderate to severe mitral stenosis (mean gradient 7.3 mmhg) and mild regurgitation after an implant duration of approximately 4 years and 11 months. There was a lot of calcification in the mitral annulus. As per medical opinion, the cause of the degeneration was likely due to leaflet damage caused by urinary infection although they do not have any evidence of it (no culture, no echo or scan confirmation of endocarditis). Patient was considered for a tavi valve-in-valve procedure in the near future.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 31mm valve implanted in mitral position was degenerated after an implant duration of approximately 4 years and 11 months. As reported, the cause of the degeneration was likely due to leaflet damage due to a lung infection. Patient was considered for a tavi viv procedure.

Event description:
Edwards received notification that a 31mm valve implanted in mitral position was degenerated with one of the leaflet being damaged leading to moderate-severe mitral stenosis (mean gradient 7.3 mmhg) and mild regurgitation after an implant duration of approximately 4 years and 11 months. There was a lot of calcification in the mitral annulus. As per medical opinion, degeneration of the valve was likely caused by urinary infection although they do not have any evidence of it (no culture, no echo or scan confirmation of endocarditis). This patient underwent valve-in-valve intervention where a 29mm transcatheter valve was successfully implanted into the surgical valve. Patient was doing very well.

Manufacturer narrative:
Additional manufacturer narrative: updated event.